Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the svc ctr, the user reported the roller pump cable mount had broken free from its originally installed position. Since the event occurred during routine testing of the device, there was no pt involvement during this event.